Manufacturer narrative:
Additional information was received that the distal aortic arch artery was damaged while the device was crossing the aortic arch and resulted in an aortic rupture. An occlusion balloon was used when percutaneous cardiopulmonary support (pcps) and thoracic endovascular aortic repair (tevar) were performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product ID: enveor-l, serial/lot #: (B)(4), ubd: 30-mar-2019, UDI#: (B)(4). Product analysis: the products were not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs) difficulty passing through the aortic arch was encountered. Multiple attempts were made to pass through the aortic arch. Various attempts changed the angle of the dcs spine by turning the catheter when advancing. It was reported that an attempt was made with an extra stiff guidewire that was inserted into the pigtail catheter in the non-coronary cusp. The valve was attempted to be advanced through while the reshaped guidewire was pulled in the left ventricle, while the physician attempted to pass through the aortic arch while the direction of the spine by turning the catheter. It was reported that plaques were scattered from the aortic arch to the descending aorta. During the attempts, the blood pressure dropped to the range of 40-49 mmhg. Hemorrhage was suspected, and sternum compressions were started. An angiography was performed while percutaneous cardiopulmonary support (pcps) was prepped, during which a hemorrhage was confirmed. A thoracic endovascular aortic repair (tevar) was performed under pcps and hemostasis was confirmed. The valve was implanted. The heart was compressed by accumulated hemorrhage in the range from the thoracic cavity to the retroperitoneum with the condition that no flow of the pcps was identified. Drainage was performed, followed by direct current shock. Cardiac function was not regained. Cardiac arrest continued after the operating room and the patient eventually died.